Manufacturer narrative:
Note: product reference 4430425 is not cleared in USA, but it is similar to the product reference 5430425 cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected during the production. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. No thorough investigation can be performed. Conclusion: without the involved device no conclusion can be drawn concerning the cause of the catheter disconnection. It is a known risk of access port implantation. No corrective action is envisaged.

Event description:
During a consultation at the oncology day hospital in (B)(6) 2016 ((B)(6) 2016) the area around the celsite st301 access port, placed on (B)(6) 2015 ((B)(6) 2016) was swollen. After the appropriate examination, it appeared that it was blocked by a thrombus. Port removal was then performed. During the procedure the surgeon found the catheter was disconnected from the access port. It appears that the patient had an (a drug) extravasation during the previous chemotherapy cycle in the day hospital on (B)(6) 2016 ((B)(6) 2016) (the incident was undeclared). Catheter disconnected from the access port which possibly led to an extravasation which occurred 13 days before port removal.